Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that he sees some damage by the sd card, dealer is stating that the end user was in the hospital when this issue was found. The joystick will not turn off now.